Manufacturer narrative:
Investigation results: device technical analysis: the device was discarded and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information, reported anatomical characteristics and the record review was conducted. It was reported that the balloon ruptured during the procedure. Based on the available information the reported balloon damage likely occurred due to interaction between this device and the anatomy present in the vessel (stenosed and severely calcified lesion).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation; however, during initial inflation, the balloon ruptured immediately and perforated the artery, creating staining in the vessel and prolonging the procedure. The device was removed, and a 2.75mm x 48mm synergy drug-eluting stent was deployed to cover the perforation. Subsequently, another 2.50mm x 20mm emerge balloon catheter was advanced, but it also ruptured upon inflation. The procedure was prolonged but there were no further complications. The patient made a full recovery.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation; however, during initial inflation, the balloon ruptured immediately. Another 2.50mm x 20mm emerge balloon catheter was introduced, but it also ruptured immediately and perforated the artery. The device was removed, and a 2.75mm x 48mm synergy drug-eluting stent was deployed to cover the perforation. The device was removed, and the procedure was completed using a different device. The procedure was prolonged but there were no further complications. The patient made a full recovery.